Event description:
It was reported that, this subcutaneous implantable cardioverter defibrillator (s-ICD) recorded a patient data (pd) error. Upon review, troubleshooting was discussed, the battery diagnostics were normal, the patient log has no signs of corruption, and the pd error appears to be benign. Furthermore, the field representative called back to report that the patient went into ventricular fibrillation (vf) post a balloon implant. The patient was successfully externally rescued however when the field representative checked the patient in the next morning there were no episodes recorded. The patient had implanted a cvrx barostim and likely no concomitant testing was performed. Additionally, an asystole was observed, therefore the patient has developed a brady indication and the physician is opting for s-ICD removal and transvenous implantable cardioverter defibrillator (ICD) placement. Subsequently, this s-ICD was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Device memory analysis identified an error. The error resulted in software resets performed in an attempt to correct an identified memory inconsistency. The cause of the memory inconsistency was not able to be determined but was likely the result of a single event upset caused by high energy particles in the environment. These particles typically arise from therapeutic ionizing radiation, naturally occurring high energy particles/cosmic rays, or radioactive decaying materials. In most cases the s-ICD is able to detect and self-correct to maintain primary operation. Correction: outcomes attrib to adv event b2

Event description:
It was reported that, this subcutaneous implantable cardioverter defibrillator (s-ICD) recorded a patient data (pd) error. Upon review, troubleshooting was discussed, the battery diagnostics were normal, the patient log has no signs of corruption, and the pd error appears to be benign. Furthermore, the field representative called back to report that the patient went into ventricular fibrillation (vf) post a balloon implant. The patient was successfully externally rescued however when the field representative checked the patient in the next morning there were no episodes recorded. The patient had implanted a cvrx barostim and likely no concomitant testing was performed. Additionally, an asystole was observed, therefore the patient has developed a brady indication and the physician is opting for s-ICD removal and transvenous implantable cardioverter defibrillator (ICD) placement. Subsequently, this s-ICD was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that, this subcutaneous implantable cardioverter defibrillator (s-ICD) recorded a patient data (pd) error. Upon review, troubleshooting was discussed, the battery diagnostics were normal, the patient log has no signs of corruption, and the pd error appears to be benign. Furthermore, the field representative called back to report that the patient went into ventricular fibrillation (vf) post a balloon implant. The patient was successfully externally rescued however when the field representative checked the patient in the next morning there were no episodes recorded. The patient had implanted a cvrx barostim and likely no concomitant testing was performed. Additionally, an asystole was observed, therefore the patient has developed a brady indication and the physician is opting for s-ICD removal and transvenous implantable cardioverter defibrillator (ICD) placement. Subsequently, this s-ICD was explanted and replaced. No additional adverse patient effects were reported.